Event description:
It was reported that the patient presented to the MRI suite for a spine scan. The leadless pacemaker (lp) was interrogated and programmed to MRI mode and the patient was placed in the scanner. The patient was then removed, and the lp was removed from MRI mode. Upon interrogation, loss of capture was confirmed on the programmer. Programming changes were performed. The patient was in stable condition.